Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/18/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d4, d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil packet and one suture piece were received for analysis. Product code vr2298. During the initial inspection of the sample, no breakage suture was observed. Even though the extremes were noted to be cut, these were likely caused by a surgical instrument. Furthermore, body fluids were noted along on the suture piece. This product code vr2298 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As per the condition of the returned sample, the functional test could not be performed. Given the current condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, breakage of the wire in contact with the blood. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the two sutures break (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Did this event contribute to any patient adverse event? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.